Event description:
It was reported by the patient that a red call doctor icon appeared for the communicator. Reports showed that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) referred the patient to the clinic. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that a red call doctor icon appeared for the communicator. Reports showed that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) referred the patient to the clinic. The lead remains in use. No adverse patient effects were reported.